Event description:
It was reported that the manufacturer¿s representative (rep) was asked by the healthcare provider (hcp) to investigate if there was any literature on the ins causing acute radiculopathy. The patient felt pain from their implantable neurostimulator (ins) site to their legs with the implant on or off. The patient reported that if they moved the ins in the pocket, as it¿s very loose, they would get some relief. The healthcare provider (hcp) was trying to understand if an ins pocket revision would fix this issue, or if the issue was an underlying issue unrelated to the ins pocket site. On (B)(6) 2014 all impedances were within normal limits. At the time of the report the patient was receiving 50% or greater symptom reduction and was doing well. There was no known cause of the acute radiculopathy or why the ins was loose, and no action had been taken to resolve the acute radiculopathy or the loose ins in the pocket.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).